Manufacturer narrative:
It was reported that the patient was bending forward and the magnetic closure from shoulder bag came within close proximity to ICD. ICD alarmed and was temporarily disabled. The shoulder pack was not returned for evaluation. A review of the device's manufacturing records indicated that the unit met all the internal requirements prior to the quality assurance release process. The heartware system instructions for use cautions patients with icds and pacemakers to keep the magnetic patient packs away from the chest to avoid interference. The most probable root cause for the reported "magnetic interference" event can be attributed to a combination of the patient shoulder pack design and user error. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad system instructions for use contains the following warnings/caution related to the reported event: the heartware® waist pack and the heartware® shoulder pack contain magnetic closures. Patients with an internal cardiac defibrillator (ICD) or pacemaker should keep the pack away from their chest and should not sleep with the pack to avoid proximity to the ICD or pacemaker. The patient pack without magnets should be used when sleeping. Per pacemaker and ICD manufacturer guidelines, magnets should be kept at least 6 inches (15 cm) away from the pacemaker or ICD. Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was bending forward and the magnetic closure from shoulder bag came within close proximity to ICD. ICD alarmed and was temporarily disabled. The shoulder pack was not returned for evaluation.